Manufacturer narrative:
The device was inspected by an arjo representative. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event involving carevo shower trolley. It was reported that the side support of the carevo broke off contributing to a patient fall. The patient was not hurt. The nurse received the bruising on the arm.

Manufacturer narrative:
Arjo was notified of an event involving carevo shower trolley. It was reported that the during a patient hygiene, while washing the side, the patient fell against the side support. The locking handles of the side support subsequently broke and the patient fell on the caregiver. No injury was sustained by the patient. However, the caregiver had a back injury and bruised arm. The carevo is equipped with two side supports. Each side support consists of two handles which enable securing the side support in raise position. In order to place the side support in desire position, both handles must be used at the same time. The device evaluation and photo evidence received showed that the side support both handles were broken in place where are locking in the stretcher. The post market surveillance data review and the investigation performed revealed that safety side handles are not deforming or breaking during normal use or in critical misuse situation. In order to find a root cause of the side support handle breakage several tests were performed: 1) strength test 2) durability test 3) material composition test. During a course of investigation, it was not possible to recreate exact root cause of side support handles breakage. According to the tests performed the results are appropriate to intended use of product and product meets it¿s requirements and specification. The caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired. The instruction for use (IFU 04.ba.08_9) for carevo warns user about the necessity of checking if the side supports are properly closed and locked: ¿to avoid patient from falling out of the device make sure that all side supports are in a locked position¿. Following the IFU the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place. If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel. The check of opening handles to confirm that they lock properly is a part of every week functionality test routine. The arjo representative suggested that the issue could be caused by wear and tear of the parts. Review of service records showed that the locking handles of the carevo involved had not been replaced on this product before, therefore a component failure due to normal wear cannot be ruled out. In summary, the carevo device did not meet performance specifications due to a broken handles. The device was used with the patient when the event occurred. The complaint decided to be reportable due to the patient fall reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.